Manufacturer narrative:
This complaint has been investigated. Our investigation determined that the 71420120 device was packaged and labeled as a 71423233. The cause of this mis-packaging was due to a process error that occurred during the manufacturing/ packaging process. Our investigation has also determined through a detailed analysis of manufacturing and distribution records and other investigation activities that this one device is the only device affected by this error and we believe there are no other mis-packaged devices from this production time that were distributed. This complaint has been documented and submitted to our corrective action preventive action (CAPA) team for further evaluation and consideration for further corrections and/or corrective action if deemed necessary.

Event description:
It was reported that a device was mis packaged and when opened did not contain the correct device. This extended surgery time 30-60 minutes.